Event description:
The customer reported that the device, 60-6010-002, universal plus-hand ctl pistol, was being used during an unknown procedure on 15jul21 when it was reported ¿confirmed that the output continued after stopped pressing the coag button from the middle of the surgery. It could not be stopped unless unplugged the hand control connector cable from the electric console¿. The procedure was completed with an alternate, unknown device without any delay of the procedure. There was no report of injury, medical intervention, or hospitalization for the patient. Further assessment information was requested, and it was only advised that the button of the device did not change in appearance. Also, device 60-5274-132, lhook lap elect., was used during the procedure; however, there was no report of malfunction for this device. Therefore, the 60-5274-132 device will be listed as a concomitant device. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Correction: the date of initial report submission was omitted from the re-submission of the initial report for this MDR filing. The statement should have read: note: this report is being resubmitted following an unsuccessful submission attempt on 3aug21 due to a system error. One 60-6010-002 returned opened in unoriginal packaging. The lot number of the device could not be verified. A visual inspection found the returned 60-6010-002 handpiece was inspected and the electrode connector was found inside the handpiece inside the opening for the electrode to attach. The 60-5274-132 did not have the electrode connector at the end. A functional test was performed on the returned electrode using the returned handpiece. The electrode connector could not be removed from the device; however, the electrode was inserted to fit within the connector and the device was connected to the esu. The cut and coag functions were tested and the device activated successfully. The electrode energized and the functions only activated when the buttons were pressed. The DHR and lot history review could not be conducted because the lot number is unknown. A two-year review of complaint history revealed there has been a total of 25 complaints, regarding 32 devices, for this device family and failure mode. During this same time frame (B)(4)ndevices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised that these electrosurgical suction/irrigation instruments should only be used by surgeons trained in surgical endoscopy according to established hospital protocol. Improper use of this or any other electrosurgical device, can result in a patient injury. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety. Note: this report is being resubmitted following an unsuccessful submission attempt on date due to a system error.

Event description:
The customer reported that the device, 60-6010-002, universal plus-hand ctl pistol, was being used during an unknown procedure on (B)(6) 2021 when it was reported confirmed that the output continued after stopped pressing the coag button from the middle of the surgery. It could not be stopped unless unplugged the hand control connector cable from the electric console. The procedure was completed with an alternate, unknown device without any delay of the procedure. There was no report of injury, medical intervention, or hospitalization for the patient. Further assessment information was requested, and it was only advised that the button of the device did not change in appearance. Also, device 60-5274-132, lhook lap elect., was used during the procedure; however, there was no report of malfunction for this device. Therefore, the 60-5274-132 device will be listed as a concomitant device. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.